Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre- dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. Another 2.0mm x 220mm x 150cm coyote balloon catheter was advanced. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a sterling balloon catheter. No patient complications were reported.